Event description:
It was reported that in 2005, the pt noticed a right side headache in the temporal area with some pain in the right side of her neck and throat. After two days of symptoms, the pt was diagnosed with right maxillary sinusitis and prescribed amoxicillin. The pain continued and the pt was admitted to the hosp in 2005. The pt was diagnosed with uncontrolled hypertension, atypical acute tonsilitis, sinusitis and possible herpes zoster infection of the right occipital nerve. Nine days later, the pt developed respiratory failure likely secondary to aspriation pneumonia from trachebronchitis and a pharyngeal abscess in the epiglottis. The pt's general condition continued to deteriorate. The pt's family decided to discontinue ventilator support and provide comfort measures. Ventilator support was discontinued sixty days afterwards. Three days later, the pt expired.